Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had an issue with the sensor glucose reading not matching the blood glucose reading on the insulin pump. Customer's blood glucose level was 69 mg/dl. Customer stated that she was unable to upload to carelink. Customer also stated that she had an error with a sensor about a week and a half ago and that her sensor reading was about 70 mg/dl. It was explained that the sensor may have been damaged. Sensors will need to be replaced. No additional information provided.